Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. While all products meet required manufacturing and service specifications prior to release, a serial number is required to complete a manufacturing and service DHR review. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be mechanical component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when running a handpiece test before a navio tka procedure, the handpiece was only making slow movements and resulting torque was above 80. This was ran again and continued to be above 80. The handpiece was able to be calibrated and homed successfully, so they continued on with this handpiece. After about 20 seconds of burring an error came up (handpiece exposure control motor failure), and the hand piece was switched out to continue with a delay of fewer than 30 minutes. No other complications were reported.